Manufacturer narrative:
The subject device was returned to omsc. Omsc checked the subject device and found that the scope communication error b30 occurred when the subject device was connected to otv-s300 and the scope communication error e216 occurred when the subject device was connected to otv-s190. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The reported phenomenon was duplicated, however the exact cause of the reported phenomenon could not be conclusively determined because deeper investigation was difficult. Omsc surmised that the reported phenomenon might be attributed to abnormality regarding the electrical contacts, damage of the ccd/circuit board/ccd cable or failure of the connection point of the ccd cable and so on. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for an unspecified therapeutic procedure using the subject device, it was found that the scope communication error b30 occurred on the subject device when the subject device was connected to video processor otv-s300, and also found that the endoscopic image of the subject device was not displayed on the monitor and could not be restored. Even though the user connected the subject device to other video processors otv-s300/otv-s190, the reported issue was not solved, so the user replaced the subject device to another videoscope to complete the intended procedure.there was no report of patient injury associated with this event.